Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that the cap on her onetouch ultrasoft lancing device was broken. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the cap on her lancing device broke on ¿(B)(6) 2014 at 6:00 am.¿ the patient manages her diabetes with insulin (self-adjuster). She reported consuming less food/drink as a result of the alleged issue. She reported, half an hour¿ after the issue with the lancing device occurred, she developed symptoms of ¿dizzy and shaky.¿ she reported, at 6:30 am on (B)(6) 2014, administering food and /or drink to treat her symptoms. At the time of troubleshooting, the cca noted that the correct lifescan cap was being used and it had broken. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged lancing device issue occurred.